Event description:
The customer reported that the fluoroscopic image appears and then disappears. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended nad put back into service.